Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3379 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, hives, skin rash, endometriosis, anemia, c-section, anemia, obesity, pelvic pain female, painful periods, heavy periods, uterine fibroids, uterine fibroids, menses irregular with excessive bleeding, fibroids, abnormal uterine bleeding, parity 1 and gravida I. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3399 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total abdominal laparoscopic salpingectomy laparoscopic (bilateral). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final pathologic diagnosis: uterus with cervix and bilateral fallopian tubes: - cervix with no pathologic diagnosis. - weak proliferative endometrium. - leiomyomata. - bilateral fallopian tubes with no pathologic diagnosis peritoneum, biopsy: - endometriosis. Clinical history: pre-operative diagnosis: abnormal uterine bleeding. Anemia. Uterine fibroids. Procedures: -hysterectomy total abdominal laparoscopic (n/a). -salpingectomy laparoscopic (bilateral). -cystoscopy (n/a). -intra abdominal lysis of adhesions laparoscopic (n/a). And final pathologic diagnosis: uterus with cervix and bilateral fallopian tubes: - cervix with no pathologic diagnosis. - weak proliferative endometrium. - leiomyomata. - bilateral fallopian tubes with no pathologic diagnosis peritoneum, biopsy: - endometriosis. Clinical history: pre-operative diagnosis: abnormal uterine bleeding. Anemia. Uterine fibroids. Procedures: -hysterectomy total abdominal laparoscopic (n/a). -salpingectomy laparoscopic (bilateral). -cystoscopy (n/a). -intra abdominal lysis of adhesions laparoscopic (n/a). [Ultrasound scan] in (B)(6) 2020: showing three uterine fibroids, none submucosal and biggest was 4cm in size; on (B)(6) 2022: impression: 1. Iud in appropriate position. 2. Fibroid uterus with fibroids appearing stable to larger from prior. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added, medical history , patient & reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy uterus). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.